Event description:
The patient contacted animas on (B)(6) 2012, and stated that the up arrow keypad button was hard to press. The patient denied damage to the keypad and noted it was worn. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation; the keypad was removed and no contamination was found. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.